Event description:
Reporting of this case is based on a call received from a doctor's office in (B)(6) who was having issues with their urine analyzer. Customer reported that their analyzer was reading negative for leukocytes but the patient was hospitalized the next day due to sepsis as a result of uti. In follow up communication for this case, the customer clarified that the lab result was negative for infection. According to the customer, the culture was drawn up within minutes and sent to the lab on the same day. Customer reported that hospitalized patient was treated at the hospital and is ok.